Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Reportedly, the customer is not performing the air removal step. Clinical support informed customer that not performing the air removal step is off label per the tandem user guide. Customer's blood glucose was over 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.